Event description:
It was reported that the subject device had a cloudy image. There were no reports of delay or patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the main unit was flooded and watertight failure had occurred. Also, the lens of the main unit was scratched. Based on the results of the investigation, it is likely that the following led to the malfunction: for the cloudy image, the main body of the camera was flooded and the water tightness was defective, therefore it was likely that the fogging was caused by moisture that had penetrated into the body. It was likely that the main body was damaged and could not maintain airtightness, resulting in flooding and water tightness failure in the main body. For the scratched lens of the main unit, the results of the investigation did not lead to the identification of the cause of the occurrence. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic transurethral resection (tur) procedure, the subject device had a cloudy image. The intended procedure was completed with same device with no delay or patient harm.